Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal two or three tampons fell apart leaving pieces behind. She experienced vaginal discharge with old blood and tampon pieces. She inserted a yeast infection cream to help remove remaining tampon pieces. Since the incident, she has been experiencing abdominal pain and cramping. Her other symptoms resolved but abdominal pain continued although was not as constant. Consumer did not seek medical attention.